Manufacturer narrative:
Date of event: used (B)(6) 2020 as the correct date was not provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. Two synergy drug-eluting stents were selected for use. However, stent deformation were encountered. No patient complications were reported.